Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited fluctuating shock impedance measurements that ranged from 61 ohms to high out-of-range measurements as high as 178 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported, and no interventions were performed at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right ventricular (rv) lead, exhibited fluctuating shock impedance measurements that ranged from 61 ohms to high out-of-range measurements as high as 178 ohms. Technical services (ts) reviewed troubleshooting options and programming considerations. This crt-d system remains in service. No adverse patient effects were reported, and no interventions were performed at this time. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) system, implanted with another manufacturer's right ventricular (rv) defibrillation lead, continued to exhibit high out-of-range shock impedance measurements. However, a shock vector breakdown in clinic revealed the following in range measurements: rv coil to right atrial (ra) coil = 107 ohms, rv coil to can = 121 ohms, and ra coil to can = 113 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, and the shock impedance alert value was increased to 150 ohms. This crt-d system remains in service. No adverse patient effects were reported, and no interventions were performed at this time.